Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the office on (B)(6) 2023 for a controller exchange due to wire damage on their controller. When the patient was connected to the power module, low speed advisories were seen immediately. The customer changed the patient back to batteries and re-connected them to the power module with ungrounded cable for the interrogation. Patient stated that they have been sleeping on batteries for the last couple of weeks. Log files captured 3 low speed advisories and speed drops were as low as 8290 revolutions per minute(rpm). A perc lead repair was scheduled for (B)(6) 2023. On (B)(6) 2023, technical services arrived onsite for the external perc lead repair. The replacement was performed approximately 4 inches from the exit site. No issues were noted after the patient was back on ungrounded cables.

Manufacturer narrative:
D9, h3: a portion of the percutaneous lead was returned for evaluation. Manufacturer's investigation conclusion: incidental findings 1. The yellow alignment dash marking printed on the controller connector demonstrated partial wear. 2. Evaluation of the replaced external portion of the driveline revealed cosmetic damage to the silicone bend relief adjacent to the controller connector. 3. Evaluation of the replaced external portion of the driveline revealed cosmetic damage to the silicone jacket. The reported low speed event was confirmed through the analysis of the submitted log file. Although the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported event, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The system controller log file contained data from 21dec2022 through 18jan2023. A low speed event was captured on 18jan2023 while the patient was connected to the power module (pm). No pump stop events were observed throughout the file. A distal-end driveline replacement was performed on 25jan2023 and approximately 16¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage through the insulation of any of the driveline wires. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) (rev. C) and the heartmate ii patient handbook (rev. C) are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook further instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was declined for a pump exchange and would be monitored on an ungrounded cable. Related MFR # for the controller: 2916596-2023-00563.